Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the incident happened. The procedure delayed and the procedure was completed till issue solved. The philips field service engineer (fse) analyzed the system onsite and confirmed that images possibly lost. After reviewing the log file fse found that the images possibly lost, which could lead to low space problem. The fse cleared the old data to make space for device. After repairing the system, was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the disk space was insufficient, and therefore images could not be saved on the system. The system was noted to be in clinical use. There was no reported patient or user harm. The philips field service engineer (fse) inspected the system onsite, and after the image disk was cleared, the system was returned to use in good working order.